Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe rinse block of the coulter hmx analyzer with autoloader was leaking when they were cleaning the manual probe. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe rinse block was leaking diluent due to obstruction when the instrument performed backwash. The fse lubricated the air cylinder shaft to the probe block arm mechanism and did not notice any further issue. The fse verified the repair was performed per established procedures. The fse also performed preventive maintenance and recalibrated the instrument.

Manufacturer narrative:
Probe rinse block. (B)(4).